Event description:
A patient was having a right breast needle localization performed. The needle was in position. The needle localization compression paddle was being released to reposition the patient, in order to obtain further views of needle placement. The compression paddle slid from its holder prematurely. The paddle dislodged the needle. The procedure was repeated and a new needle inserted. The procedure was completed without further incident. Biomed was contacted and is ordering a new part for the machine.